Event description:
It was reported that there was a no flow situation with a four-way large bore stopcock device. The stopcock was connected to a non-baxter syringe and a non-baxter extension set. After successfully priming the setup, the customer attempted pushing 10-50 cc of contrast media from the syringe through the stopcock; however, a no flow was observed in the stopcock. Once the stopcock was removed, the flow was restored. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.